Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Surgeon complained the two torx screws appeared to not be behaving as expected when using them. The screws reportedly were not progressing into the bone as the threads seemed to be affected.

Event description:
Surgeon complained the two torx screws appeared to not be behaving as expected when using them. The screws reportedly were not progressing into the bone as the threads seemed to be affected.

Manufacturer narrative:
An event regarding thread damage involving an other hip screw was reported. The event was confirmed based on the device evaluation. Conclusions: it was reported that the bone screws were not advancing into the bone as expected and that the threads seemed to be affected. Evaluation of the returned device indicated that damage was observed on screw consistent with potential cross threading and attempted implantation and explantation. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined. Therefore event of screw damage was confirmed but root cause could not be determined. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.